Event description:
EKG electrode pads in a bard powerpicc solo2 pre-package sterile kit found to have rust inside pad. They were not used on a patient and were found this way straight from the package.